Manufacturer narrative:
User disposed of product before contacting us. User could not report lot number or other production identifiers. User was interviewed and it was determined that a multiple canister connection was being used with tubing manifold. We could not definitely determine if the shutoff mechanism failed or user operated the manifold incorrectly or accidentally removed a tube, either of which could cause a fluid reflux back through the vacuum line. Complaint history was reviewed and there are no other occurrences recorded. User knows to record lot number if failure occurs again.

Event description:
Complainant states that they have had two canisters over a short period of time by-pass fluid into the vacuum line; one during an I&d knee, and one during a knee scope. Multiple canisters were connected via tandem port.